Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent systems instructions for use states: deflate the balloon by pulling a negative on the inflation device. Large and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10-15 seconds longer. The investigation determined the reported difficulties appear to be related to the deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that an insufficient amount of time was not allowed to fully deflate the balloon before an attempt was made to withdraw the device resulting in the reported difficult to remove and stent migration. Manipulation of the device likely compromised the inflation/deflation lumen thus resulting in the reported deflation problem. Additionally, the reported issues possibly contributed to the reported patient effects; however, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of cardiac tamponade is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat the left main. The 4.0x33mm xience sierra stent was deployed at 14 atmospheres (atm). Negative pressure was pulled with force for 8-10 seconds but the balloon only partially deflated. Resistance was met with the implanted stent. Although the stent was successfully placed in the target lesion, the noted resistance caused the stent to move proximal slightly into the aorta. After the procedure while in the medical ward, the patient developed tamponade which was treated with surgery. Per the physician, it isn't clear if the problems with the balloon were the cause of the tamponade. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported deflation problem was unable to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. The reported stent migration was unable to be confirmed as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect of cardiac tamponade is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. It should be noted that the xience sierra everolimus eluting coronary stent systems instructions for use states: deflate the balloon by pulling a negative on the inflation device. Large and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10-15 seconds longer. The investigation determined the reported difficulties appear to be related to the deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that an insufficient amount of time was not allowed to fully deflate the balloon before an attempt was made to withdraw the device resulting in the reported difficult to remove and stent migration. Manipulation of the device resulted in the noted kinked balloon inner member and the noted kinked inner and outer member were kinked thus resulting in the reported deflation problem. The noted stretched/tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. Additionally, the reported issues possibly contributed to the reported patient effect however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: changed to yes. H10: method code 4115 was removed.